Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer disconnected from the pump to swim and came back to a malfunction alarm. Customer's blood glucose level was 160 mg/dl. The customer reverted to insulin pens for insulin therapy.